Event description:
The customer reported to olympus, the power of the high-definition lcd monitor suddenly cut off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a gi board failure. During evaluation, it was observed, the screen was noted to be scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power supply turned off was due to faulty circuit board. The cause of the failed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on aug 30, 2022 prior to use for a diagnostic upper inspection procedure. The intended procedure was completed on a later date. Olympus will continue to monitor the field performance of this device.